Event description:
The foley catheter was placed at the beginning of the rn's shift, with the foley drainage bag. The practitioner could distinctly see urine was leaking from the seal where the drainage tube was attached to the bag. They replaced the bag and the replacement bag worked without any problems. Our sister hospital has been working directly with bard and FDA. I have also informed them of our issue.